Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2018-04454. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an s3 alert occurred. The battery was calibrated; the first time failed while the second time passed. During mock loop testing, an m2 error occurred. No additional information was provided.

Manufacturer narrative:
The centrimag motor is not a single-use device. The approximate age as calculated from the date of manufacture was 10 years and 9 months. Manufacturer's investigation conclusions: the reported event could not be confirmed through the evaluation of the returned centrimag motor and a root cause could not conclusively be determined through this evaluation. The returned centrimag motor was inspected upon receipt and revealed no damage. The motor was tested on a mock loop. The motor cable was bent bi-directionally at its whole length and no alarms were reproduced during 2 days of system operation. The battery maintenance procedure was performed twice and the console passed. No faults were reproduced during this maintenance. The returned system operated as intended. A root cause for the reported event could not be determined through the evaluation of the returned console. The motor was clearly marked with red ¿scrap¿ stickers and was taken out of field use. The customer will be sent a new motor. The centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support". The centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. No further information was provided. The manufacturer is closing the file on this event.